Manufacturer narrative:
(B)(4).

Event description:
This lead became dislodged shortly after the implant. The next day a lead revision was attempted however during the revision while cutting the sutures the lead was accidentally cut. A new lead was successfully implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.